Manufacturer narrative:
The investigation for the reported thrombocytopenia and stroke has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of these issues and its relation to the impella device was not determined since the product, data logs, and sufficient clinical information were not provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 5.0 for mechanical circulatory support. During support, the patient experienced thrombocytopenia, the resolution for this issue is unknown. Additionally, the patient suffered a stroke. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.